Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he received a battery out limit alarm this morning. Customer tried to give himself a bolus and it said no delivery. Customer got the pump wet in the rain yesterday. Customer stated that there are also some hair line cracks in the screen. Button error alarm was present in the alarm history at or around the time that the pump was exposed to moisture. Troubleshooting was performed. Insulin pump will need to be replaced due to moisture damage and button error. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. No excessive no delivery alarm or battery out limit alarm was noted. No moisture damage was found inside of the insulin pump. However, some cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.